Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call and 600 mg/dl at some point during their hospitalization. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correction made to event date.